Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. After lens implantation, the surgeon rotated the lens and haptic broke off. The incision was widened and forceps were used to remove lens and broken haptic. As the surgeon was removing the lens, it broke into pieces. Another same model and size lens was implanted. A suture was used to close wound. Reporter stated the lens was defective.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).